Event description:
It was reported that during the implant of this right ventricular lead high pace impedance measurements, inadequate r waves and pacing thresholds were observed. A repositioning procedure took place and the values were still inadequate, and high out of range pace impedance measurements were noted. The pacing system analyzer (psa) cables were replaced and the connectors were cleaned but the values were the same. A new competitor lead was used, and normal pace impedances measurements were seen. This lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found deformed conductor coils, dried blood/fluid in the helix housing, and the helix retracted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This lea will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that during the implant of this right ventricular lead high pace impedance measurements, inadequate r waves and pacing thresholds were observed. A repositioning procedure took place and the values were still inadequate, and high out of range pace impedance measurements were noted. The pacing system analyzer (psa) cables were replaced and the connectors were cleaned but the values were the same. A new competitor lead was used, and normal pace impedances measurements were seen. This lead will be returned. No adverse patient effects were reported.